Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station failed to auto launch the application because the rss was not updated to the appropriate version. A field service engineer deleted the old version and installed the new rss version to resolve the issue. A field service engineer also confirmed that there was a delay in dispensing medication to the patient, since the station was unable to launch the application, preventing the customer from accessing the medications. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, hl3b encountered an issue where the monitor screen became unresponsive and remained frozen. There were no adverse events or injuries reported based on this event.